Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was not deployed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on?---no information. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---no. The analysis results found that the device was returned with the left jaw ramp broken making the instrument non-functional. Dried body fluids and evidence of corrosion were noted on the broken area. The device was sent to the lab for further evaluation and the results states as follows: the device was examined and photographed with an optical microscope. The fracture surface of the jaw was then examined and photographed with the scanning electron microscope (sem). The sem examination of the fracture surface was partially covered with corrosion, most likely from liquids the device was exposed to during and after the surgery. Most of the fracture surface is intergranular which is a mode of fracture when the alloy breaks along the grain boundaries in a brittle mode. This is usually caused by corrosive fluids (saline, blood, disinfectants) present on a part while it is under stress. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after shipping from the hospital before receipt at analysis. Please note that this condition is unrelated with the reported incident. Although the returned condition of the device prevented functional testing to evaluate the reported incident, the lockout mechanism was in a condition that permitted further evaluation. During this testing, the device locked out as intended but the orange indicator was not visible. Please note the finding is related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.